Manufacturer narrative:
The biomedical engineer (bme) reported that after a power outage, beds being monitored by main central nurse's station (cns) in 3rd floor ICU shows comm loss. No patient harm was reported. Nihon kohden technical support spoke with the facility it at the hosptial who found out that the ups was powered off, he powered the ups on, and and the orgs' power was restored. Power and link leds were lit green. Error led not lit. Network cable on cns side has tamper protection cover. Facility it powered off cns, unplugged and reseated network cable on wall jack, and powered on cns. All beds no longer show comm loss. Walked nurses through admitting patients. Admit. Enter patient data. Admit to confirm. After admitting patient, can monitor patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were used in conjunction with the cns: org"s: model #: org-9100a, serial #: (B)(4), device manufacturer data: 07/04/2012, unique identifier (UDI) #: (B)(4), model# org-9100a, serial #: (B)(4), device manufacturer data: 10/08/2013, unique identifier (UDI) #: (B)(4), model#: org-9100a, serial #: (B)(4), device manufacturer data: 10/08/2013, unique identifier (UDI) #: (B)(4), importer references file (B)(4).

Event description:
The biomedical engineer (bme) reported that after a power outage, beds being monitored by main central nurse's station (cns) in 3rd floor ICU shows comm loss. No patient harm was reported.